Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and found that exhalation flow transducer has failed. Installed replacement main board and turbine board. Checked alarms. Checked vent for correct specs. Vent is now operating to correct specs.

Event description:
The customer reported that the ventilator is not reading exhaled volumes and autocycling.

Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba coldfire and found that the 3 cmh2o calibration of the exhalation differential transducer pt802 failed to calibrate. Event log, has many high pip, low pip high rate and svt, xdcr failed to calibrate faults. Duplicated complaint allegation, will not take the 3 cmh2o calibration. This issue is being addressed in an internal corrective action.